Manufacturer narrative:
Results: a demonstration canister was placed on the returned engine. The engine was then powered on and achieved vacuum pressure within specification, and all four vacuum indicator lights were illuminated. Conclusions: evaluation of the returned engine revealed a functional device. During the functional test, a demonstration canister was placed on the returned engine. The engine was then powered on and achieved vacuum pressure within specification, and all four vacuum indicator lights were illuminated. The reported complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-01531, 2.3005168196-2020-01532.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01531, 3005168196-2020-01532.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using a penumbra engine (engine), and a penumbra engine canister (canister). While setting up for the procedure, the engine was inadvertently dropped on the floor. During the procedure, while the engine was in use in the patient, it was unable to reach the maximum vacuum pressure. It was reported that only one to two of the engine indicator lights were illuminating. The physician powered the engine on and off, and exchanged the canister for a new one. However, the issue persisted. Therefore, the engine and canister were no longer used in the procedure. The procedure was completed using a penumbra system aspiration pump max (pump max). There was no report of an adverse effect to the patient.